Manufacturer narrative:
(B) (4). Evaluation: evaluated the sample returned from the facility. Verified needle was visibly bent upward. There was no visible point damage. Dmr for vk78 was reviewed and all indicated the inspections were completed and in order. This type of reject is covered in risk analysis. Conclusion: the assembly is not defective and in full working condition. A needle that is bent when it is taken out of the package is typical of the package being damaged or crushed. It is recommended that the instructions for use be reviewed with the nurse to ensure needles that are bent out of the package are not used as this may be an indication of product or package damage.

Event description:
It was reported "the rn using the ez huber needle was stuck upon de-access. The needle did not lock into the shutter when pulling the needle out and through the base." Nurse received standard work-up from the employee health department. Blood work was obtained, and she will need to do a follow-up with employee health.